Event description:
According to the reporter: the patient underwent an open tube shunt eye procedure. The suture was used for tying the shunt. The surgeon used the standard technique of three throws. One week post operation, the suture thread broke. The suture became unraveled and dehisced. The patient had to come back for a reoperation. A competitors suture had to be used to close the defect. There was temporary injury as a result of the event because the wound dehisced. This also resulted in non-permanent tissue damage. The patient status is alive, no injury.

Manufacturer narrative:
Evaluation summary post market vigilance (pmv) led an evaluation of three device. The visual inspection and functional evaluation of the sample had acceptable results. Records from each manufacturing lot are thoroughly reviewed to ensure that products are released meeting all quality release specifications at the time of manufacture. Analysis concluded there were no assembly component related failures. Should new information become available, the file will be re-opened and the investigation summary amended as appropriate. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.